Event description:
It was reported, during in clinic follow up. That the atrial lead exhibited loss of capture. It was discovered, that the lead dislodged, due to twiddlers syndrome. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.